Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage to the usb port which made it difficult for the customer to charge the pump battery. Blood glucose was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.